Event description:
Pt was using the blood glucose monitor freestyle when they suddenly were getting several high readings and they continued to go higher, while they were having low blood sugar symptoms and gave themselves due to the low symptoms and gave insulin as they normally would if they had high sugars. A friend came over and noticed pt was not behaving normally. She was aware that pt was a diabetic and knew to be aware of odd behavior. Pt mentioned how they were having a lot of high readings but felt low and mentioned that they had been giving add'l insulin. Pt is an insulin pump user. Pt's friend suggested that they use an old meter to recheck their sugars. Pt agreed and got their accucheck simplicity meter. Pt tested and it read 28 where the freestyle read 1998 at last check. Pt felt low and immediately gave themself sugar and had to continue throughout the evening to give carbohydrates to counteract the insulin.